Event description:
It was reported that during an endometriosis, the blade of the 1st device was broken off outside the patient when the device contacted with a forceps. In the 2nd device, an error sound was heard when the device was started to be used to cut the uterus. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the blade scratched and cracked. Initial visual inspection revealed the presence of body fluids, which indicates that the device was used. Due to the blade damage, the device was confirmed to be non-functional. The device was connected to a test hand piece and a generator and was functionally tested. During testing, a solid tone was emitted. When a blade has been compromised, scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Contact with metal (staples, clips) or other instruments while the instrument is being activated, during pre-op or general use, may result in cracked or broken blades. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.